Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged a potential false negative result generated when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The patient sample was initially tested on the cobas® liat® system sn: (B)(4) and generated a sars-cov-2 negative result. The sample was sent out to a laboratory, was retested and the result was sars-cov-2 positive. The sample was again retested using a different cobas® liat® system and the result was sars-cov-2 positive. The positive result was reported to the patient and/ or medical personnel treating the patient. No indication of harm or injury is alleged. An investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Investigation of the data provided for the runs did not find any abnormalities in the curve or data set for the analyzer. Although there are two different sample ID¿s used, the customer confirms that the same sample was tested. The same sample was sent outside of the lab for pcr testing with an unknown platform. Different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. As per the scfa method sheet, false negative results may occur if a specimen is improperly collected, transported or handled, if there is insufficient rna to be detected, or if one or more target viruses inhibits amplification of other targets. As with other tests, negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Allegation is substantiated. The customer is advised to use the recommended validated collection kits listed in the assay method sheet. (B)(4).